Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the system was not communicating with the server. A technical support specialist (tss) verified with the customer to troubleshoot the issue. After a couple of hours, it was discovered that information technology (it) had disabled tls versions on the carefusion coordination engine (cce) and database server. The technical support specialist reverted the changes to the tls settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a medstation es not communicating with the server. The customer reported that unable to pull medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.